Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Product has been received for investigation. A follow-up will be submitted upon completion of device investigation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. Voltage testing was performed and failed.